Event description:
Information provided states patient had m6-c implanted at c56 level in (B)(6) 2015. Pt exp increasing pain, numbness and discomfort. The m6-c was removed and replaced with a cage in (B)(6) 2022.

Manufacturer narrative:
Additional information and the return of the device has been requested. The build lhr for cdm-625 3616, (B)(4) was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. No new risks have been identified; rmf 0003 rev. 36 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev. 36 line 12.75 - device explanted.